Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas 8000 e 801 module (e801). Erroneous results from this sample were reported outside of the laboratory. Please refer to the medwatches with the following patient identifiers for information related to each involved assay: (B)(6) = ft3 , (B)(6) = ft4 , (B)(6) = tsh. The sample was initially tested on the customer's e801 analyzer. The customer's first run results were reported outside of the laboratory. The sample was repeated on a centaur analyzer and provided for investigation, where it was tested on another e801 analyzer, a cobas 6000 e 601 module (e601), and a cobas e 411 immunoassay analyzer (e411). The serial number of the customer's e801 analyzer was asked for, but not provided. The e801 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 225159, with an expiration date of 31-may-2018 was used on this analyzer. The e601 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 288197, with an expiration date of 31-dec-2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 270341, with an expiration date of 30-nov-2018 was used on this analyzer.

Manufacturer narrative:
Further investigation of the sample found an interferent to a component of the ft4 assay. This limitation is covered in product labeling.